Event description:
It was reported that the customer needed assistance programming the insulin pump. Customer's blood glucose was 132 mg/dl. Assisted customer with programming. Customer mentioned a blood glucose of over 700 mg/dl but did not indicate hospitalization. Customer stated was off of the insulin pump for about 3 weeks that was the reason blood glucose was so high previously. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.